Event description:
It was reported that a patient was hospitalized and had a revision due to battery expiration and lead fracture. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).